Manufacturer narrative:
The customer¿s biomed engineer ordered a new gds, replaced it, ran the system through its specified performance verification tests, the unit passed and was placed back into service.

Event description:
The customer reported that during servicing of this unit, the unit went vent inop with a watchdog timer failed occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that during servicing of this unit, the unit went vent inop with a watchdog timer failed occurrence. The customer reported there was no patient involvement.